Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: the display screen was blank when the pump was powered on the display screen was found to be cracked. A test display was put into the pump which functioned normally. Unrelated to the display screen, the battery compartment was cracked. "Ttached. A test display was installed. Test display is fully functional and fully illuminated..3. Unable to complete checklist steps 6, 7, 10 and 11 due to a damaged display."

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the display screen was blank. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.